Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent vibration output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported vibration alerts were not functional.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the reported event. Functional testing was performed and the test failed. The receiver cause was opened and an interior inspection confirmed the reported event of an intermittent vibration. The root cause was determined to be defective vibrate motor.